Manufacturer narrative:
The customer complaint of the inability to interrogate the device was confirmed. The device was received from the field unable to be interrogated. Attempts to save the device image were not successful due to lack of communication. The device did not establish any communication due to premature battery depletion. X-ray scanned showed foreign material shorting the positive battery terminal to ground. The foreign material found was consistent with a shaving from the spring insert, which was likely formed when the pin was pushed into the battery connector housing. Additional testing performed after attaching a new battery indicates normal functionality. The reported interrogation anomaly is consistent with low battery condition.

Event description:
During device preparation, the device was unable to be interrogated. The physician attempted to troubleshoot the issue but was unsuccessful. The issue was resolved by replacing the device. There was no patient involvement.